Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a afx2 bifurcated stent graft and an ovation ix extender stent graft extension. Approximately three (3) weeks post implant, an additional afx suprarenal stent graft extension and two (2) additional ovation ix extender stent graft extensions were implanted for a previous reported event (2031527-2018-00305) of aortic dissection. Approximately 1.5 years post implant, a type 3b endoleak with sac growth and thoracic dissection was discovered by a computerized tomography (CT). The patient is currently being monitored and an intervention is being planned. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a 3b endoleak. The cause of this event could not be determined with the medical records available for review. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: outcomes attributed to adverse events.

Event description:
Updated information: a secondary procedure was completed. The physician elected to reline the original implanted devices with a non- endolgix stent (gore) to resolve the reported. It was reported that the patient was doing good post intervention.